Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance's are found, a supplemental medwatch will be submitted. Clarification to model: serial number: (B)(4), lot number: 62263. Further information from the reporter regarding the event, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injector was defective and the trocar (needle) didn't retract against the xen®45 gts.